Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Returned to manufacturer on: unspecified. The date received by manufacturer has been used for this field. Results: bd received 2 photos and 10 samples from the customer facility for investigation. Based on the evaluation of the samples and photos, bd pas observed hub/collar separation. The manufacturing records were reviewed for the incident lot #6260787 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined. This investigation has been added to CAPA (B)(4).

Event description:
It has been reported that 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter, separated from the safety shield when removing the needle cap. No medical intervention or injury.